Manufacturer narrative:
"Material #: 368650 lot/batch #: 3290923 bd received 97 samples for investigation. Twenty of the samples were randomly selected and evaluated by visual examination and functional testing, each having their eclipse shield activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needles with pre-attached holder, the eclipse safety shield was difficult to close over the IV cannula and snapped off the device. This occurred twice. No impact was reported.